Event description:
Boston scientific received information that this right atrial lead displayed loss of capture and sensing issues during a routine follow up. The patient was seen for a lead revision procedure where the lead was explanted and replaced. There were no adverse patient effects reported. Subsequent information indicated that the source of the clinical observation was determined to have been caused by a lead dislodgement. As of today, no additional information is available. Should additional information become available, this report will be updated. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.